Manufacturer narrative:
Batch review performed on 25 october 2023: lot 2241247: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs director: few weeks after primary cemented tka the whole system needs to be revised. From the images supplied, the position of the femoral component is suboptimal, with particular reference to the patellar bone. The tibial tray is aligned according to a criterion that is not specified in the report and that we were unable to identify. It also appears slightly undersized. We think that the root cause for this revision is suboptimal position of the primary components. Other devices involved: gmk-primary 02.07.12.1204l tibial tray fixed cemented size 4 l (k090988) lot 2212410: (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 2027-09-12. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event in the period of review. Gmk-primary 02.07.2205l femur ps cemented size 5 l (k090988) lot 1902638: (B)(4) items manufactured and released on 17-may-2019. Expiration date: 2024-05-06. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for knee stiffness at about 4 months from primary. All devices were revised successfully.